Manufacturer narrative:
The medium-large clip applier instrument was further evaluated by failure analysis engineer (fae). The initial investigation was partially confirmed. The grip cable crimp was dislodged, not the grips pin. The instrument was further disassembled, and it was found that the cable swages were acceptable. The engineering team concluded that the cable crimp may not have been properly seated during swaging, leading to the crimp being dislodged. Correction: annex c - inv findings desc 1 was updated to c16 - manufacturing process problem identified.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that medium-large clip applier instrument could not be connected to the system properly. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and the grip axis pin was dislodged from the grips. The pin was returned with the instrument. The outer diameter of pin measured approximately 0.86mm at the swaged end as compared to the nominal pin diameter of 0.76. Measurement results suggested that pin was partially swaged. The grip cable of instrument was not moving properly due to a dislodged pin.